Manufacturer narrative:
Complaint was confirmed. A fracture was observed on the underside of the screw. A critical dimensional measurement was done on the head of the returned device. The device met all specifications as received. The cause is undetermined; however the most likely cause for this event to occurred is by over torqued the screw, when inserting into the plate and/or hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that during inserted of the ar-8933-26 low profile screw, the head of the screw broke off and became stuck to the driver. The surgeon was not using power as this was done by hand after a few turns. The remaining screw was removed and the case was completed by using a new ar-8933-26.